Event description:
It was reported that the surgeon used a trial femoral component which fit properly during trial reduction, but the final implant did not fit the same way.

Manufacturer narrative:
Evaluation summary: there is no evidence that the device was responsible for the reported issue. A definitive root cause cannot be determined with the information provided. As returned, the measured dimensions of the device were within specification. Device history records indicate all components were manufactured and inspected to specification.